Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect with the ipg following an unrelated surgical procedure. The issue was confirmed by the abbott representative. Multiple troubleshooting steps were attempted to no avail. As such, the ipg was inoperable. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced.

Event description:
Follow-up identified stimulation was restored post-operative.